Event description:
A report was received that the pt's ipg had broken through the skin. The physician explanted the ipg and had the pt wear ipg externally to determine if the pt was having a reaction to the ipg. The pt had redness, itchiness and slight blistering. It was determined that the pt could have an allergic reaction to titanium. The physician decided to not re-implant the ipg.